Event description:
The customer reported via phone call that they experienced low blood glucose. Customer reported their blood glucose declined to 39 mg/dl. Customer also reported their blood glucose was 58 mg/dl the next day. The customer declined to troubleshoot for their low blood glucose. The customer also requested assistance with adjusting their settings. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.